Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the impaction end of the duraloc cup impactor that the surgeon was using to insert the pinnacle acetabular shell in this patient's hip replacement case had a mashed edge, most likely from being struck off angle by a mallet, which created a metal splinter on the edge of the rim of the impactor. The surgeon cut his finger slightly on the metal splinter (jagged edge) during the case, which required him to administer first aid to his finger and then rescrub for the case. The incident only delayed the case for a few minutes, since he had a joint replacement fellow assisting him with the case. Surgical delay 2 minutes.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Examination of the returned instrument found the handle to be damaged and to have unapproved modifications. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.